Manufacturer narrative:
The reported complaint of internal dialyzer blood leak is not confirmed. A complaint sample has not been received for MFR evaluation. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample. However an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A hemodialysis inpatient user facility reported during treatment, an external blood leak occurred. Blood was visually observed leaking from the cracked seal at the footer of the dialyzer. Test strips were not used to confirm. Estimated blood loss was 2cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.